Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual, examine the power cord and its plug for damage. Examine the length of the power cord for cuts and abrasions. Plug the power cord into a calibrated safety analyzer and attach the analyzer to the exposed metal chassis ground test point to make sure the ground resistance is no more than 200 milliohms. Plug the power cord into a calibrated safety analyzer and make sure the leakage current is no more than 300 microamps in normal condition (nc). Replace as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the envision blower kit power cord had expesed copper wires. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.